Event description:
Customer reported receiving an unspecified reading, dosing with insulin, then losing consciousness. The ambulance was called and a reading in the 50's mg/dl was received by paramedics. Customer was treated with a glucose IV and taken to the hosp. The customer was provided food at the hosp then a reading of 80 mg/dl was received by the hosp staff with an unspecified meter brand.